Event description:
It was reported by the clinician that the catheter was placed successfully and used for two days for pain management. At which time, the patient returned to have the catheter removed. Upon removal, they noticed the tip of the catheter was frayed, but was removed intact. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one stimucath catheter and one stylet were returned for evaluation. At the proximal end of the returned catheter, the safety ribbon was protruding 2.1 cm and the coil wire was unraveled. The safety ribbon showed evidence of where it had been welded to the coil wire. At the distal end of the catheter, the weld and the coil wire were intact. The total length of the catheter from tip to tip of the safety wire measured 60 cm which is within specification for this product. The catheter extrusion measured 57.4 cm long. It appears that the extrusion is approximately 1.4 cm shorter than the specified length. The proximal end of the extrusion appears to be torn. The instructions for use contain a suggested procedure for inspection and removal of the catheter, including an advisory that the catheter can be separated if excessive force is applied during removal. The report that the tip of the catheter was frayed was confirmed through examination of the returned sample. During the investigation, no evidence was found to indicate a manufacturing related cause. Based on the sample and the information provided, the potential cause is procedure/patient anatomy related.